Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-aug-2025 the caregiver reported that on (B)(6) 2025 the end-user was hospitalized after experiencing hypoglycemia with blood glucose (bg) levels of 35 mg/dl. The end-user became unresponsive, was transported to the hospital by ems, admitted, and treated with intravenous glucose. The end-user was discharged on (B)(6) 2025 with no reported long-term effects.